Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02614. The patient has two systems. This issue pertains to the pns (off-label) system. It was reported the patient experienced ineffective left side stimulation. Additionally, the patient's lead was protruding which caused discomfort. Subsequently, the patient's entire pns system was explanted and replaced. Effective stimulation was restored post-operatively. The ipg was electively replaced.